Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had pain at the lead site. Surgical intervention was undertaken and the lead cut during the procedure, and a portion of the lead remains implanted. No further intervention is planned at this time.